Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility registered nurse (rn) reported that a combi set blood leak occurred two hours and forty minutes into a patient¿s hemodialysis (hd) treatment. Additional information was obtained through follow-up with the facility¿s charge nurse (cn). The machine, a fresenius 2008t, alarmed with an air detector alarm. This alerted the operator to the scene. The operator subsequently noticed blood leaking from the arterial line on the combi set tubing (which was inside the machine¿s blood pump). The patient¿s treatment was terminated early, and their blood was not returned. Estimated blood loss (ebl) was 100 ml. The patient refused to stay at the dialysis clinic any longer for additional treatment. There was no report of any obvious damage on the tubing, but the cn stated the device was not closely examined due to it being contaminated. Despite not completing their treatment, it was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The cn stated there was nothing wrong with the blood pump and the machine did not need any repair work. Following the event, the machine was tested by a biomed and everything was confirmed to be running smoothly. The combi set bloodline was not available to be returned for manufacturer evaluation as it was discarded.

Event description:
A user facility registered nurse (rn) reported that a combi set blood leak occurred two hours and forty minutes into a patient¿s hemodialysis (hd) treatment. Additional information was obtained through follow-up with the facility¿s charge nurse (cn). The machine, a fresenius 2008t, alarmed with an air detector alarm. This alerted the operator to the scene. The operator subsequently noticed blood leaking from the arterial line on the combi set tubing (which was inside the machine¿s blood pump). The patient¿s treatment was terminated early, and their blood was not returned. Estimated blood loss (ebl) was 100 ml. The patient refused to stay at the dialysis clinic any longer for additional treatment. There was no report of any obvious damage on the tubing, but the cn stated the device was not closely examined due to it being contaminated. Despite not completing their treatment, it was confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The cn stated there was nothing wrong with the blood pump and the machine did not need any repair work. Following the event, the machine was tested by a biomed and everything was confirmed to be running smoothly. The combi set bloodline was not available to be returned for manufacturer evaluation as it was discarded.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. A physical evaluation could not be performed and no photos or videos were provided, and therefore, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.